Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7198530. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported during use that the bd insyte¿ autoguard¿ shielded IV catheter failed to retract during activation of the safety feature. Found during use. No serious injury or medical intervention noted.